Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. Following pre-dilation with a 2.5x15 emerge balloon catheter, an opti-cross was advanced to the lesion. A 3.00 x 28 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. When the device was being pushed, the stent was confirmed to be lifted on the fluoroscopic image. The device was removed from the patient and another 3.00 x 28 synergy¿ drug-eluting stent was advanced with a child catheter and completed the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. Following pre-dilation with a 2.5x15 emerge balloon catheter, an opti-cross was advanced to the lesion. A 3.00 x 28 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. When the device was being pushed, the stent was confirmed to be lifted on the fluoroscopic image. The device was removed from the patient and another 3.00 x 28 synergy¿ drug-eluting stent was advanced with a child catheter and completed the procedure. No patient complications were reported and the patient's status was good.